Event description:
It was confirmed that the ins was replaced and all is good. The patient was sensitive to on/off and just leaves the device on.

Event description:
It was reported that the patient was unable to adjust stimulation. A ¿call you doctor¿ icon was displayed. Patient had lost control of her left side stimulation the morning of this report. It was noted that the patient had tried to use her control and had gotten a message that had told her she was near the end of service. Patient had seen an error code message on (B)(6) 2013 that stated elective replacement indicator (eri). On (B)(6) 2013 patient had an MRI type thing on her heart and just before it was over the patient had started shaking. Patient had lost control of her left side and her voice was changing and her hands and legs were shaking. Patient got patient programmer batteries and after that it put her back fine and everything was fine and okay. Patient was unsure if that was the beginning of when the device went bad or not. Patient was at 6.40 and was told she could not go much higher without some nerve tissue damage, so patient started receiving inderall on (B)(6) 2013. It was noted that the patient had started taking venex first about a year prior to this report and that had helped a lot. It was further noted that the patient was experiencing side effects from the inderall. The patient was only taking one tablet because her memory or things she wanted to think about were not there and the patient did not like that. It was noted that th ey were going to try some other pills to help calm the patient because the patient was still experiencing shaking even with stimulation. The right side stimulator was at 4.40v. It was later reported that the patient had an appointment on (B)(6) 2013 but was concerned she would go into end of service (eos) before the appointment. Additional information requested but had not been received as of the date of this report. Reference manufacturer report# 3004209178-2013-14913.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. Product ID 3387s-40, lot# v311441, implanted: (B)(6) 2009, product type lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 37642, serial# (B)(4), product type programmer. Patient product ID 37092, lot# 300710001, implanted: (B)(6) 2012, product type accessory. Product ID 3387s-40, lot# v311441, implanted: (B)(6) 2009, product type lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 37642, serial# (B)(4), product type: programmer. Patient product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).